Event description:
Customer reported nurse noted that the fluid from the secondary bag was flowing into the primary bag. Customer reported the primary infusion was .9 nacl, and the secondary infusion was zosyn 3.375 gram. One used primary IV set with back check valve was returned for investigation. Investigation is ongoing. Follow up report will be filed when complete.